Manufacturer narrative:
The investigation determined an unexpected negative vitros anti-hcv result was obtained from a single patient sample when compared to anti-hcv reactive results obtained from the same patient prior to and after the day of the event. A definitive assignable cause could not be determined. However, after review of ahcv results from another sample run around the same timeframe, it was concluded that this was potentially a pre-analytical sample mixup issue. The customer indicated they would further investigate on their own and did not share their internal investigation outcome. There was no within-run precision testing performed to evaluate the performance of the vitros eciq system. Therefore, an instrument issue cannot be ruled out as potential contributing factor to the event. No historical qc data was provided to confirm the performance of vitros ahcv lot 4090 and a reagent issue cannot be ruled out as potential contributing factor to the event.

Event description:
A customer observed an unexpected negative vitros anti-hcv result was obtained from a single patient sample when compared to anti-hcv reactive results obtained from the same patient prior to and after the day of the event. Vitros ahcv = negative (0.042 s/c) versus expected positive (21.2, 24.6 s/c). Biased results of the magnitude and direction observed could lead to inappropriate physician action. The discordant negative ahcv result was reported from the laboratory. Sample testing was repeated using a new sample from the same patient and the ahcv result was reported to the physician. There was no allegation of patient harm as a result of the event. This report corresponds to ortho clinical diagnostics inc. Complaint number 31980114 / ivd 413119.